Event description:
It was reported that the customer received a motor error alarm and the insulin pump had cracks around the display window. The customer's blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test and the basic occlusion test. No motor error alarms were noted. However, the insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.